Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 060452: first test inr = 1.0; second test inr = 2.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 1.0; second test inr = 2.3; mean = 1.65; sd = 0.92; %cv = 55.7%. The %cv is greater than or equal to 20%. Per internal procedure, the precision fails the criteria for precision. Product will be tested.